Manufacturer narrative:
(B)(4) this report is for the first in a series of three consecutive product issues with the same patient. The subsequent two events have been reported under MDR#s 3006425876-2015-00374 and 3006425876-2015-00375.

Event description:
It was reported that in (B)(6), during puncture in the patient's subclavia, blood was aspirated and air bubbles were noted. After checking the puncture needle, a crack was noted in the plastic cone. As a result, a new kit was opened. A delay was reported but there was no patient complications or death.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided an introducer needle. The hub of the needle had a hazy appearance and one longitudinal crack emanating from the opening. The luer taper could not be accurately measured due to the damage. A device history record review was performed with no relevant findings. The probable cause of this issue could not be determined. However, further investigation is being conducted by the spec developer.